Manufacturer narrative:
Faulty zoom csi board.

Event description:
It was reported by service report that the unit zooms forward at full speed when activating the zoom handle without pushing forward on the handle. There was patient involvement; however, no adverse consequences are reported.